Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary bd received a used 22 gauge insyte autoguard blood control pro unit from lot 2298023 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that a portion of the inside wall of the catheter adapter was sheared. Next, the unit was tested for possible leakage but no leaks were found. The unit was also flushed using an extension set but no leaks were seen coming from the device. Finally, the engineer reviewed the two photographs of the defect provided and noticed blood residue on the exterior of the male luer port. The presence of blood residue in that are was indicative of a possible leak. However, this could not be replicated during inspection. Therefore, based off the provided photos and visual inspection the engineer was able to verify the reported defects.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of a contrast agent with the use of iagbc. According to the customer's report, the contrast agent leaked from the connection to a pressure-resistant tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of a contrast agent with the use of iagbc. According to the customer's report, the contrast agent leaked from the connection to a pressure-resistant tubing.